Event description:
Pt presented with moderately tortuous, aneurysmal right iliac and a diseased, tortuous left common iliac. There was difficulty advancing a bifurcated delivery system past the aortic bifurcation. Excessive manipulations, including add'l pressure, twisting, pushing, pulling on the catheter, and manual compressions on the pt's abdomen, were used in an attempt to advance the delivery system. The pt's bp began to drop, angiogram revealed extravasation in the area of the aneurysm in the right iliac. The delivery system was removed, a 22fr sheath was introduced into the right iliac and hemostasis was achieved. Access and deployment of a new delivery system was uneventful, however, the ipsilateral limb was deployed into the 22fr introducer sheath to avoid blood loss thru the perforated right iliac. The plan was to remove the 22fr sheath, remove the bifurcated delivery system, then introduce a limb extension delivery system, which was intended to seal the perforation. When the 22fr sheath was removed, the pt's bp dropped, the physician pulled firmly on the bifurcated delivery system. However, while retracting, the front and outer sheaths were not mated, and were caught on the 22fr sheath. The delivery system was re-mated and removed. Upon removal, it was noted that the proximal end of the delivery system remained in the pt. The sheath was removed exacerbating the blood loss. A limb extension was placed to exclude the perforation. Angio revealed that the catheter tip had migrated to the ascending aorta, but still on the guidewire. The physician was able to snare the tip, however, during withdrawal, kept getting hung up on the limb extension proximally. The limb extension was damaged and the perforation was re-opened, and the pt was converted to open repair. There was some difficulty completing the surgical graft aortic anastomosis. The open repair was completed in 10 hours, however, the pt was reported to have died later that week.

Manufacturer narrative:
The actual device involved has been evaluated. Engineering analysis indicates damage to the stent grafts including bent and broken wires. The delivery system appears to have been excessively manipulated during the procedure and to have caught on the stent struts during retraction. The damage observed on the delivery system is indicative of diseased pt anatomy and improper mating of the sheaths during retraction. The cause of the separation at the polyimide could not be determined by observation, but is consistent with excessive torque and force. The device performed as intended and eval found no material failures or other issues. Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to event.